Manufacturer narrative:
The zoll catheter in complaint was returned on 07/05/2016 for evaluation. No evaluation was performed on the device based on the condition it was returned. As the evaluation was not performed on returned device, reported complaint cannot be determined. Based on the information available, probable causes for the reported complaint can be a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to this complaint.

Event description:
During the rewarming phase of therapy, it was reported that at 1:00am, an air trap alarm occurred. The attending nurse discovered that the saline bag was empty. Technical support was contacted and had advised the attending nurse to verify catheter balloon potency; no blood was visible. According to the nurse, it took 24 hours for the saline bag to empty; however, no fluid could be found either around the console or the patient. The attending nurse could not locate cause of the leak. Technical support advised wire exchange or using another device to maintain the rewarming. After the issue was discovered, the patient's temperature was at 34°c. The nurse denied any harm occurred to the patient as a result of the issue.